Event description:
Patient called lfs in 11/02 alleging their ot basic meter would not power on. The issue was unresolved with troubleshooting. The patient stated the meter had not worked for two days and because they were not able to test, pt was taken to the hospital due to having symptoms of dizziness. At the hospital their blood surgar was tested on the ER meter and it read 583 mg/dl. Pt was treated with an IV (unknown fluid). The meter is being replaced for the patient.